Manufacturer narrative:
(B)(4). Date sent: 11/5/2020. Investigation summary : the analysis found that probe nm20nhb97512 (5 uses) was returned. The probe tip was missing and not returned. The event states that the probe was re-positioned in the patient and met some resistance. Analysis does not reveal the root cause of the reported failure. Device history lot: lot ml20014846 was reviewed (in process sn (B)(6)). Manufacture date: 2/5/20, expiration date: 10/1/23 . There were no problems seen during the manufacturing and testing of this lot.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information was requested, and the following was obtained: what anatomical structure was device used in? Liver, segment 3. What was the reason for probe 1 to be repositioned? After the procedure we hesitated to do a reablation with that particular probe slightly deeper to get additional margin, this probe was slightly repositioned compared to the other probes. What were the indications for the ablation procedure? Metastasis from lung cancer. What was the approach/where anatomically was the probe inserted? Percutaneous, ventral approach to segment 3. Was there any resistance felt or any challenges inserting the probe? Some resistance, but not abnormal for post radioembolisation liver. Where in the structure is the probe tip located? Dorsal in the liver segment. Are copies available of any imaging performed? Only on hospital database. Was the postoperative patient care changed or any other treatment required? Not at present. But if in future MRI would be needed, and this cannot be done because of the lost tip, this could potentially change management and outcome. Are there plans to remove the broken probe tip? No, not at the moment. What is the current status of the patient? At home. This report is being submitted pursuant to the provisions of 21 cfr, part 803.

Event description:
It was reported that the patient underwent ablation with 3pr xt probes (15cm) for 5 minutes 65watt each (195 watt). After the procedure one probe was repositioned because of slide retraction of 1cm. Movement towards starting position of the ablation (deeper). Wanted to start a second cycle and an error message appeared (no contact error). After removal of the probes one probes was found to be broken and the tip was left behind in the patient (seen afterwards on the CT). Distance between probe emitting points was between 2 and 1,5 cm, (1,7 ¿ 1,7 ¿ 1,7). Patient had previous radioembolization. Could not tell what lot number belongs to each probe that is returned. Therefore the lot number of the broken probe is not, yet, identified. The procedure was terminated after a successful cycle. Tried to reconnect the probes after error message, was before removing the probes and realizing one was broken (at the end of the procedure when removing the probes it was noticed it was broken). They were fully trained users and the staff was fully trained recently as an refresher. Patient is stable, test: CT scans medical history: radio embolization.